Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device (str-dr-pnk; (B)(4)) was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined. We also received an mt21255 usb power supply (charger) with usb-a receptacle, 5v 1a, us connector and a mt20655 usb a to usb micro b, 3ft, 24awg power wires. No further investigation was completed for these items as they did not affect the investigation results for the receiver.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.